Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right femoral vein (rfv) using an indigo system aspiration catheter 6 (cat6). It was noted that cross access was used and the patient¿s anatomy was tortuous. During the procedure, resistance was experienced while advancing the cat6 through a non-penumbra sheath. While aspirating, the physician noticed a blockage of blood flow; therefore the cat6 was removed and a kink was observed approximately 15-20cm from the distal tip. The procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.